Manufacturer narrative:
Continuation of concomitant medical products: product ID 8709sc, lot# h845159706, implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-03, additional information was received from a healthcare professional (hcp) via the manufacturer representative (rep). It reported the cause of the volume discrepancy was unknown. The rep did not know when the next refill was scheduled, but would check next time they were at the clinic. There were no further actions planned.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h845159706, implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (10 mg/ml, 5.2 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2018, during a refill, high residual volume was identified. Actual reservoir volume (arv) was 18 ml and the expected reservoir volume (erv) was 9.7 ml. The patient reported increased pain and that bolus doses help. There were no known environmental, external or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting occurred. The reported actions/interventions taken to resolve the event stated, "monitor at next refill". The issue was not resolved at the time of this report.